Event description:
It was reported by end user that they had to replace joystick three times since they have had the tdxsp-cg power chair. End user advised joystick was replaced in march under the recall. Alleges the chair has a mind of its own. End user advised chair accelerates on it own and that caused the daughter to run into walls. End user advised daughter was not injured. End user advised when they use tilt, go in reverse or go to the side, it intermittently works or goes slow.